Event description:
As reported by the user facility ((B)(4)): fast flow, the diffuser finished 20th before the infusion end, when an infusion of the product in 28 hours instead of 48 hours. Drug: 5fu.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided after the inspection results are available. (B)(4).

Manufacturer narrative:
(B)(4). We received one used, empty easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. As-received condition the original wing cap was not handed over by the customer. After opening the top cap and removing the closing cone, we detected solution (liquid) or crystallized drug residues at the filling port (lli-cone). Furthermore, we did not detected air bubbles inside the triangle tube. Further on, we detected no residues of the solution (liquid) respectively crystallized drug residues at the lla-cone of the patient connector. In addition, a functional test respectively a leak test was carried out. Additionally, the sample was filled with nacl 0.9 % up to the nominal volume (100 ml) and a functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump worked (solution was running). Leakages were not detected at the sample. Furthermore we tested the flow rate of the received sample. Nominal: 2 ml/h. Actual: 3.5 ml in 1 h; 5.7 ml in 2 hrs; 7.6 ml in 3 hrs: a stopping of the infusion or leaks were not detected during the flow rate test. We have informed our manufacturer accordingly. Define: received one piece of used, filled of easypump ii lt 100-50-s without original packaging. As received condition, clamp clip is closed and no wing cap is observed at the pump. Big top cap is opened and discofix cap is removed. Observed crystallized residue at cap valve. Clamp clip is released. Immediately observed flow of solution. No other deviation is observed. Analysis: as the complaint sample is contaminated with cytotoxic drug, flow rate test is unable to be done. Only patient end connector part of the sample (section a) is taken for further investigation. The rest of the sample has been destroyed. Section a consist of microbore tube, step down tube, glass tube and male luer lock. As flow rate for very slow flow rate article mainly controlled by glass tube, fast flow rate failure is potentially due to bypass issue which is caused by insufficient/no curing of uv glue. Gluing and curing of uv glue for step down tube and glass tube connection is checked. Step down tube and glass tube connection for section a is observed with sufficient uv glue that was fully cured. No abnormality found. Based on the visual checking, it can be concluded that fast flow rate failure of complaint sample is not due to bypass issue. Justification: not judgable as further investigation (flow rate test) is unable to be done due to complaint sample is contaminated with cytotoxic drug. Reviewed the device history record and there were no abnormalities found during in process and final control inspection.